Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery was not lasting as long as the user expected. In addition it was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the pump¿s black box revealed multiple cs 128 alarms. There was a secondary error code defined as a post-delivery motor power supply fault. There was no evidence of a short battery life observed. The battery compartment was found to be cracked. The battery cap was returned and was able to fit to maintain electrical connection. Unrelated to the original complaint, there was moisture corrosion observed in the battery canister and on the battery cap. A leak test failed due to a battery compartment leak. The pump powered up with a missing vertical line through the display screen. The ez-prime steps were performed correctly. All current draws were within specification. The original ¿short battery life¿ complaint was unable to be duplicated. A test display was mounted and it was fully functional and clear. The pump¿s cover was removed and there was further moisture corrosion found inside the display circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.